Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. The rv lead had showed intermittent capture at maximum outputs after connecting it to the new generator. Moreover, the sensing and impedance remained stable and the physician elected to replace the lead to ensure capture. Hence, this rv lead was surgically abandoned. No additional adverse patient effects were reported.